Event description:
It was reported that during a follow up visit, the right ventricular lead exhibited loss of capture. X-ray revealed that the lead had dislodged. The lead was explanted and replaced.